Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision procedure due to a broken trochanteric fixation nail (tfn) nail and helical blade. Initially, the patient was implanted with the reported devices on december. It is unknown if there was a surgical delay. Surgical outcome is unknown. Concomitant device reported: unknown tfn end caps (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown). This complaints involves 2 devices. This report is for 1 14mm/130 deg ti cann tfna 380mm/left-sterile. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: monument. Manufacturing date: 10-sep-2019, expiration date: 31-jul-2029, part number: 04.037.459s, 14mm/130 deg ti cann tfna 380mm/left-sterile, lot number: 16l0741 (sterile). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 14l5165, part number: 04.037.912.4, wave spring, shim ended, lot number: h794555, part number: 04.037.942.2, lock prong, 130 degree tfna, lot number: 5l38934, part number: 21127, timoagri16.00, bp80, lot number: 10l8564. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.